Manufacturer narrative:
One sample was received for evaluation with the aluminum foil peeled. A visual inspection with the naked eye identified that the sponge was fully separated from the cap. The reported condition was verified. The cause of the condition was determined to be conflict during transportation. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was fully separated from the cap. It was described by the patient as ¿sponge was falling out¿. This was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.